Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.1 centimeters (cm) in size and had a ground glass opacity appearance. It was located in the right upper lobe on the pleura. A radial ultrasound bronchoscopy (ebus) probe was utilized to localize the nodule prior to biopsy. The procedure was completed as planned. While in the post-anesthesia care unit, the patient complained of chest pain. A chest x-ray revealed a pneumothorax larger than 3 cm, so a chest tube was inserted to resolve it. The pneumothorax resolved overnight, so the chest tube was removed, and the patient was discharged home. The patient was later seen in the outpatient clinic for follow-up, where they were found to be in baseline condition. The physician reported that the pneumothorax was not ion-related, but rather due to the target nodule's (close) proximity to the pleura. The pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.